Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the surgery, the nurse noticed that there was a foreign material like a white hair in the blister pack. There was a no spare product in the operation room so the surgeon necessarily implanted the device."